Manufacturer narrative:
On 06 may 2016 it was prepared a final report with the information already submitted in the initial report.on 11 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 15 february 2016 and includes: the surgeon removed the stem, head and liner. The surgery was completed successfully. The explants will not be available. The x-rays will not be available. Batch review performed on (B)(6) 2016. Lot 131632: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Not available.

Event description:
The surgeon noticed that the patient's stem was loose. He planned to remove the stem and the head and replace them. The revision surgery was scheduled.